Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/22/2014 with the following findings: inspection revealed that the display screen visual was dim and discolored: the reported display-issue was duplicated. The reported display-issue was directly caused by an unidentified display failure. The following findings are unrelated to the reported display-issue: evaluation revealed that the contrast keypad button was unresponsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure caused the keypad responsiveness issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.